Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from cts, who guided them through the process. After resetting, the pump did not display the cgm error code again, and the caller successfully started their sensor session.